Event description:
Medical affairs was unable to get a hold of the patient and will be sending a letter to obtain more clinical information. Based on the information provided, company is reporting this case as a meter malfunction. In 2003 around 2 am, patient was experiencing symptoms which consisted of feeling sweaty and shaky. Patient tested their blood sugar and obtained a 119 and 64mg/dl. No information on whether these tests were done back to back. Patient then ate food and/or drank beverage. Patient contacted emergency services. In the hospital a lab test was done and the result was in the 300's (exact reading unknown). Time difference between patient's meter reading and lab was anywhere from 21-30 minutes. Patient was treated in the hospital. No information on the treatment or diagnosis. Customer service checked the test strips and control solution with patient and it all passed. Sent patient replacement items. Patient had symptoms while testing, meter did not contribute to serious injury.